Event description:
Medtronic received information that this bioprosthetic valve was explanted the same day as implant as the post-operative echocardiogram showed severe central regurgitation. At explant, the non-coronary leaflet was folded back on itself. There was no adverse patient effect and the valve was returned for analysis. Additional information was received that the patient had a body surface area of (B)(6). The intraoperative echocardiogram was a transesophageal echocardiogram with doppler and color flow. The report noted a large jet of insufficiency across the valve at the non-coronary cusp. After replacement of the valve with a new valve, echocardiogram noted trivial to trace amount of insufficiency at the commissure of the right and left coronary cusp. There was no peri-valvular leak. The product was returned for analysis, and the intraoperative echocardiogram was reviewed by a third party, which the reader concluded that the imaging could not be interpreted to provide a meaningful diagnostic assessment.

Event description:
Medtronic received information that this bioprosthetic valve was explanted the same day as implant as the post-operative showed severe central regurgitation. At explant, the non-coronary leaflet was folded back on itself. There was no adverse patient effect and the valve was returned for analysis.

Manufacturer narrative:
Gross analysis and pulse duplication could not duplicate the reported clinical observation, as the product performed as designed and within specification during testing. In addition, echocardiogram reviewed by a third party could not draw any conclusions. The reader concluded that the imaging could not be interpreted to provide a meaningful diagnostic assessment. No definitive conclusion could be made regarding the clinical observation.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection noted the valve was discolored showing evidence of blood contact. All leaflets and commissures were intact. Hydrodynamic pulse duplication testing with high speed video observation showed normal, full opening and closing leaflet motion with no evidence of leakage. Flow through the valve was documented using echocardiography, digital high speed imaging and flow meter assessment. Performance testing noted that the valve functioned well during bench testing. All three leaflets opened and closed synchronously. Coaptation was deep and tight (no areas of gapping or signs of leakage). There was no observable cause for the regurgitation noted in vivo. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: analysis could not duplicate the reported clinical observation as the product (name product i.e. Valve) performed as designed and within specification during laboratory testing. No definitive conclusion could be made regarding the clinical observation. (B)(6). (B)(4).